Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention, however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix l/p on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the composix l/p. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention, however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2011) is considered to be a best estimate. This supplemental emdr represents the bard/davol¿ composix l/p mesh (device #2). An additional MDR was submitted to represent the bard/davol - dulex mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix l/p on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the composix l/p. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per medical records and plaintiff profile form: (B)(6) 2009 ¿ patient was diagnosed with recurrent left lower quadrant incisional hernia thereby underwent open repair with implant of dulex mesh (device #1). Per op notes, ¿a dulex mesh (device #1) was oriented in an oblique fashion and sutured circumferentially.¿ (B)(6) 2012 ¿ patient was diagnosed with left lower quadrant incisional hernia thereby underwent open repair with the implant of composix l/p mesh (device #2). Per op notes, ¿the previously placed mesh (device #1) was reperitonealized and dissected the adhesions. A composix l/p mesh (device #2) was placed into the defect and tacked using sorbafix fixation device.¿